Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill messages occurred with multiple cartridges. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Blood glucose was 282 mg/dl.